Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. During testing, the screen was removed and was replaced with a new test screen. The screen displayed normally with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had gone dim and was unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.